Manufacturer narrative:
The device was received not deployed. Download data showed that the device delivered 32 pulses, 22 of which in first prime, before deactivation. A rotational sensor malfunction was observed in the download data. Rerun of the device deployed the needle mechanism as intended and replicated the rotational sensor malfunction. The commutator cap was found to be contaminated. The contamination on the commutator cap is confirmed as the cause of the needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod's needle did not deploy indicating a needle mechanism failure. The patient stated that the pink slide did not move forward.